Event description:
The facility representative reported a infusor pump with a condition of "end of syringe alarm does not work". This condition occurred during bio-med testing. The area where this event occurred is unknown. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The reported condition of end of syringe alarm does not work was confirmed and reproduced. The reported condition is due to the plunger adjust screw is broken off of the pusher block. The pusher block, plunger adjustment, and screw was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.